Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in a post sleeve gastrectomy procedure, surgeon noticed lack of hemostasis in using the stapler reload. There was no problem during the case but post operative bleeding were found on staple lines.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in a post sleeve gastrectomy procedure, surgeon noticed lack of hemostasis in using the stapler reload. There was no problem during the case but post operative bleeding were found on staple lines. There was no patient injury.